Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.

Event description:
Boston scientific received information that the patient received an inappropriate shock due to oversensing of noise on the right ventricular (rv) channel. A revision procedure was performed where the rv lead was explanted due to insulation damage, lead body damage and a conductor fracture. No additional adverse patient effects were reported.